Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue cod not be resolved. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another manufacturer's device during the same surgery.